Event description:
It has been reported to us that during a ptca procedure the patient had an allergic reaction, patient was given medication (armine and atropine) and is in satisfactory condition, but the anaphylaxis was severe. The device is not being returned for co's evaluation.